Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24june2019. The manufacturer¿s international service technician confirmed that the screw hole was broken and the rubber foot was unable to be attached. The manufacturer¿s international service technician replaced the cpu tray cover to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported the screw hole at the left rear part had come off so the rubber feet cannot be attached. There was no patient involvement.